Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous nephrostomy (pcn) procedure using the navarre opti drain. Prior to the procedure it was reported that the drainage device could not be opened due to a damaged connector, rendering it unusable. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one video was provided for the review. The video shows a clinician holding the device by the cannula and catheter hub and attempting to open the device and can't open the device. No visual damages were noted on the catheter hub in the provided video. The manufacturing review states, the clinician is properly holding the device by the cannula and stylet luer connector when attempting to open the devices in the provided video and not opening. However, the separator that is shipped on the device does appears to be already removed. Therefore, the investigation is confirmed for reported drainage device could not be opened issue for the first device and the investigation is inconclusive for connector damage issue as the provided video was not sufficient to confirm the reported issue for first device. The investigation is inconclusive for reported drainage device could not be opened issue and connector damage issues for the remaining two devices as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warnings: before using, inspect the drainage catheter for damage. If the catheter is damaged, do not use. Cautions: do not over tighten hubs: excessive force can damage hub d4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) , 2025, a patient underwent an ultrasound guided percutaneous nephrostomy (pcn) procedure using the navarre opti drain. Prior to the procedure it was reported that the drainage device could not be opened due to a damaged connector, rendering it unusable. The procedure was completed using another device. There was no patient contact.